Event description:
Reporter indicated a vns pt had a prophylactic generator replacement due to increased seizures and increased seizure intensity. The generator was not at end of service. A battery estimate performed yielded approximately 1.73 years remaining. The explanted generator was returned for analysis and no anomalies were identified. It was not at end of service. All attempts to the reporter for further info have been unsuccessful to date.